Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material within the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could be simethicone/anti gas type product. It is unknown whether there was deviation from instructions for use (IFU) in reprocessing steps. No physical damage of the device was confirmed at where the foreign material remained. The root cause of the foreign material remained in the device could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.